Event description:
It was reported by sales rep that a dual stopcock sheath 5.9mm x 70 deg x 167mm (mitek lock) endoscope device had a charred and blacked out poor visualization. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. No additional information was provided. Investigation summary: the complaint device was received, at the service center and evaluated. During the service evaluation, the following defects were identified: minor scratches on the unit, outer tube damaged bent/dented, laser welding damaged, needle welded seam cracked, optical system, optical components, broken lenses in optical system. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. All devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified, as the root cause for the device failure, during the service evaluation. Additional complaint information, monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent, with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required, as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.